Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. Correction on field: e1 (telephone). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use (IFU): ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope had no image. The issue was found at preparation for use for a therapeutic (laparoscopic ileocecal resection) procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment full name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.